Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No UDI required as this device was out of production prior to the september 24, 2014 UDI regulation date. (B)(4).

Event description:
A customer reported an energy message during refractive laser treatment. Additional information has been requested.

Manufacturer narrative:
Additional information provided. The device history records (DHR) for the device were reviewed. The associated device was released based on company acceptance criteria. This is a warning message that appeared indicates the laser system detected a deviation from the target energy. With "ok" customer is able to continue the treatment. During onsite visit the field service engineer (fse) performed calibration, completed pm and successfully completed system verification to specification. Fse replaced no parts. The root cause is the need of energy calibration. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received; there was no patient harm and the left eye was involved. No additional treatment required.